Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the image of the endoscope instrument had a yellow hue and was upside down. The planned procedure was continued using another endoscope with no reported injury.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Manufacturer narrative:
The 30 degree endoscope was analyzed and failure analysis investigations confirmed but not replicated the customer reported complaint. The endoscope was evaluated and found to have error code 48228 pointing to an invalid camera flash error. The endoscope was found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and found with the attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting the specification limits. Additionally, the endoscope was tested and place on an in-house system for cable testing failed due to wpb defect. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.